Manufacturer narrative:
Date of event: (B)(6) 2007. Concomitant medical products: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.